Event description:
It was reported by the customer the PICC catheter was punctured on (B)(6) 2023, during which it was properly maintained, and the catheter was found to be broken on (B)(6), can not continue to use, can only be extubated, new catheter inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. One video of a 4 fr powerpicc solo was returned for evaluation. An initial visual observation of the video showed a catheter inserted in a patient. A leak was observed in the catheter shaft distal to the molded joint. No other details of the damage could be discerned in the submitted video. Although a leak was evident in the submitted video, inspection of the video was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the PICC catheter was punctured on (B)(6) 2023, during which it was properly maintained, and the catheter was found to be broken on (B)(6), can not continue to use, can only be extubated, new catheter inserted. No other information was provided.